Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), additional surgeries: hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and dyspareunia had resolved and the psychological trauma, vaginal discharge, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. On 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated dysmenorrhea (cramping), pelvic pain/chronic, abdominal pain, back pain, dyspareunia (painful sexual intercourse), psych injury, vaginal discharge, headaches, nausea, weight gain, plaintiff did not undergo essure confirmation test no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), additional surgeries: hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and dyspareunia had resolved and the psychological trauma, vaginal discharge, headache, nausea, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems, psych injury essure insertion date provided as (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.